Event description:
Notified of incident by lawsuit filed against boston scientific on april 23, 2001. The complaint alleges that a nc bandit balloon was used in a cardiac catheterization procedure at a hospital medical center of queens on the event date. It is alleged that during that procedure a defective (non scimed/bsc) stent was used, resulting in injury to the plaintiff. Complaint records indicated that the hospital did not report the event to boston scientific or scimed, and no other information is available at this time. As imformation becomes available, the report will be updated.